Manufacturer narrative:
The event of infection(late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Event description:
Patient additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side recall concern. Patient later reported "infection", "prosthesis extrusion, and secretion leakage" and "local asepsis, the leakage of local secretion that presents yellow color, aspect of pus, and fetid odor continued." Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that lot number 2958514 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2021 through (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Continued h.6 health effect clinical code: e1906 . Continued h.6 health effect impact code f2201, f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The eventa of drainage, abscess, infection(late onset), and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: extrusion, and secretion leakage.

Event description:
Patient reported right side recall concern. Patient later reported "infection", "prosthesis extrusion, and secretion leakage" and "local asepsis, the leakage of local secretion that presents yellow color, aspect of pus, and fetid odor continued." The device was explanted.